Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, dry skin, drainage and pustules under entire patch area. The area was prepared with soap and water before placing the sensor on the body. The patient was taken to the healthcare provider on (B)(6) 2025 and the reaction was treated with a prescription of an oral antibiotic flucloxacillin, diprobase cream and sudocream. Photos were provided with visible erythema extended beyond the area of exposure, the skin was tearing, and a fluid yellowish drainage could be observed. In addition, small blisters were found to be on the external part of the reaction. At the time of the report the patient was fine. No additional patient or event information is available.